Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 was repeatedly failing, causing medication count to be incorrect leading to a blind stock. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 had failed. A field service engineer (fse) cleaned all latches for the tower doors. No parts were required for the repair, and all components were confirmed to be functioning properly. The fse used diagnostics to test the system, and all results indicated that the issue was fully resolved. The system functioned as intended after the field service engineer repaired the device.